Event description:
On (B)(4) 2012, customer reported that reagent probe b was leaking on the dxc 600 pro instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument a noted a dirty vacuum valve. Fse cleaned and lubricated the vacuum valve to reagent probe b. Fse loaded reagents to test level sense, and quality controls were performed. The repair was verified through established procedures. No further issues were reported.

Manufacturer narrative:
(B)(4).